Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the serter would not release from the sensor during insertion because of the button. The customer's blood glucose reading was 245 mg/dl. The customer also reported a lost sensor alarm, and that after removing the sensor, he noticed the cannula was missing. The customer was informed to return the sensor.